Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The hospital's biomedical technician confirmed the failure. The bag/vent switch assembly was replaced, and the unit was returned to service.

Event description:
The hospital reported a failure of the bag/vent switch to operate as expected, affecting mechanical ventilation. There is no report of patient involvement.